Event description:
Consumer was given the product to hold consumer's analgesic patch in place. The product was in place for three days. When consumer attempted to remove the patch consumer's skin came off with the product. Consumer reports that consumer attempted to peel pack the edge while holding down consumer's skin during removal. Consumer has seen the doctor and was prescribed a perscription to treat the area.